Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, injury, disability and impairment.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, she complained of bladder infections and vaginal yeast infections, she also has vaginal dryness. Assessment - atrophic vaginitis. Plan - referral for urologist and gynecologist consultation. Persistent stress urinary incontinence after multiple sling procedures. Plan - prescribed medications and discussed options of another sling procedure and durasphere injection into the periurethral area. Persistent stress urinary incontinence. Plan - medications prescribed. Persistent sui. Cystourethroscopy and urodynamics was performed. Findings: she had residual volume of 20 ml and urine leakage when she coughed for 20-30 seconds. Her cystourethroscopy was normal. She was noted to have recurrent stress urinary incontinence on her urodynamics. Plan - scheduled for monarch subfascial hammock as well as possible durasphere urethral bulking agent. Underwent monarch subfascial hammock for stress urinary. Incontinence. Stage iii stress urinary incontinence. On (B)(6) 2009 she reported that she is ready for proceeding with urethral bulking agent. Underwent cystourethroscopy and 1cc of coaptite injectable urethral bulking agent for sui. (B)(6) 2009: she reported that this coaptite has helped her incontinence significantly. After this procedure it is down to approximately one padper day. Plan - will wait for approximately three months to see if the injection is holding. On (B)(6) 2009 she complained of recurrence of her symptoms. Scheduled for repeat coaptite injection into her urethra. Underwent cystourethroscopy with periurethral injection of coaptite for type iiii sui. Complained of uti and mixed urinary incontinence. She was prescribed with medications which did not help her problems. Uroflow was performed in the sitting position. The maximum flow rate was 23 ml/s. Cystoscopy reported normal urethra. Cystometrogram was performed which reported the total volume infused was 280 ml. The first desire to void was noted at 110 ml. Her normal desire to void was noted at 145 ml. A strong desire to void was noted at 280 ml. Assessment - urge and stress incontinence. Plan - scheduled for tvt or tot sling procedures. Underwent attempt of tvt versus tot sling which failed due to complication of urethrotomy. She then underwent repair of the urethrotomy. Flexible cystoscopy was performed which showed large fistula just proximal to the meatus. Proximal urethra appeared to be scarred but normal. Assessment - urethovaginal fistula. Plan - scheduled for vaginal repair of urethral fistula. Underwent repair of urethral fistula with martius vaginal flap, cystoscopy and insertion of suprapubic cystotomy. She has done reasonably well. She has had minimal amount of leakage around the catheter. Her labial incisions are nicely healed. Foley catheter was removed. On (B)(6) 2011 suprapubic tube was removed. She still has some minor sui. On (B)(6) 2011 she was prescribed estrace cream and recommended to follow-up in several months. If she is still having urine leakage, will consider some periurethral bulking agent. Per the last available bladder scan report, dated (B)(6) 2011, her urine volume was noted to be 119 ml.